Event description:
A recent download from a patient revealed several "battery charger fault" flags. Further review showed these occurred all on the same battery pack. Support contacted the patient and replaced the patient's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack had a damaged battery connector. The connector pin was so bent that the battery pack would not make contact with the battery charger. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was rested and then restocked. No adverse events resulted from the damaged battery pack. The patient received a replacement battery pack.